Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. The catheter was in the body and working fine, but then had to be primed again. An error message to "check saline supply" displayed. They took the catheter out and tried to prime numerous times by resetting the machine, removing the catheter, and re-priming. However, they could not get it to work. They did not know why it did not recognize the saline bag. The procedure was completed with a different device. There were no patient complications and the patient was fine. There was no delay in the case.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a avx thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. The catheter was in the body and working fine, but then had to be primed again. An error message to "check saline supply" displayed. They took the catheter out and tried to prime numerous times by resetting the machine, removing the catheter, and re-priming. However, they could not get it to work. They did not know why it did not recognize the saline bag. The procedure was completed with a different device. There were no patient complications and the patient was fine. There was no delay in the case.